Event description:
Customer reported that the device failed to power on and treat a female pt complaining of chest pains. Pt care was not compromised and reported informed that the failure had no adverse effect. Reported indicated that the on coming shift performed the user test three hours prior to call and it passed successfully. The device was also tested following the event and powered on with batteries and ac power adapter.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not power on ac or dc source. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the root cause of the malfunction to be an electrical open in the circuit board somewhere between transistor q1 pin 4 and ic chip pin 8.